Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was 275 mg/dl and the patient was treated with manual insulin shots. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.